Event description:
Per complaint (B)(4), an analog was unable to be passively removed from a dental implant once the implant was placed in osteotomy. The dentist was concerned that the internal surface of the implant was damaged. The implant was removed. No adverse patient consequences were reported.